Event description:
An ophthalmic surgeon reported that when the system was switched from fluid to air displacement, air flow was not available during a vitrectomy procedure. Subsequently, hypotony of the eye was noted. The infusion line was detached from the three-way stopcock and the air pressure was maximized. After the surgeon confirmed air flow, the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803-56 when add¿l reportable info becomes available. (B)(4).